Event description:
It was reported that leak occurred. A left atrial appendage closure procedure was performed and a 35mm watchman flx closure device was implanted after meeting release criteria. At a follow up appointment approximately six months post-implant, the device appeared canted and a leak was observed under the fabric cap. Computed tomography was performed and no additional intervention has been reported.